Event description:
It was reported that there were concerns of a premature battery depletion(pbd) for this pacemaker device. The battery longevity dropped from 4yrs to 2.5yrs in approximately 7 months. Data analysis was requested. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns for battery longevity for this pacemaker device. The battery longevity dropped from 4yrs to 2.5yrs in approximately 7 months. Data analysis was performed and confirmed that the pacemaker is depleting normally. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and h6 device codes. Initial information was unclear and so the event/device was reported but additional new information and data analysis it was confirmed that this event would be non reportable.